Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h10: the customer¿s allegation was confirmed. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that image abnormality occurred due to communication failure caused by charged-coupled device (ccd) failure because the joint between the charged-coupled device (ccd) and the cable is corroded. The event can be detected/prevented by following the instructions for use which state: "the storage cabinet must be clean, dry, well-ventilated and maintained at ambient temperature. Storing the instrument in direct sunlight or at high temperature or humidity may damage the instrument or present an infection control risk". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed, however the device evaluation found a black screen with noise. The joint between the charged coupled device and the cable was severely corroded and the cover of the button was yellowing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camera head had a disturbance pattern in the image and target tissue could not be identified. The issue was found during the middle of a diagnostic cystoscopy procedure. The procedure was completed with the same device. There was no delay to the procedure. There were no reports of patient harm.